Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l4/5 spinal fusion procedure in a patient diagnosed with lcs. It was reported that when the ev was inserted, the posterior part of the vertebral body was narrow and difficult to enter. As stress was applied during insertion to the peek part, and the peek part was damaged. Hcp opened a new ev and tried again, but the same event occurred. There was no patient injury/symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.